Event description:
The customer reports: the patient called the doctor to report that the line was leaking. A small pin sized hole where the catheter connects to the nose of the hub was noted. The device was removed after 18 days. A regular IV was placed because the patient only needed one more day of therapy.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance catheter for evaluation. Visual examination revealed the catheter body was completely separated at about 1mm from the juncture hub. The point of separation appeared smooth and angled, indicating it came into contact with sharps. The two sections of returned catheter body measured 83mm and 1mm totaling 84mm (3.307") which is not within specifications of 3.341-3.351" per product drawing. This implies part of the catheter was missing. The outer diameter of the piv catheter measured 0.0415" which is within specifications of 0.041-0.045" per piv catheter extrusion graphic. The inner diameter of the piv catheter measured 0.031" which is within specifications of 0.030-0.034" per piv catheter extrusion graphic. A lab inventory endurance catheter spring wire guide was able to be advanced through the catheter with minimal resistance. The IFU provided with this kit instructs the user, "return catheter to its original position making sure juncture hub and catheter release tab fit tightly together and the distal tip of catheter is retracted past needle bevel." It also warns the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur". The report of the catheter separation was confirmed by complaint investigation. The point of separation on the catheter appeared angled and smooth. This indicates that contact with a sharp object caused the separation (i.e. Needle bevel). No dimensional issues were found. Based on the received sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the patient called the doctor to report that the line was leaking. A small pin sized hole where the catheter connects to the nose of the hub was noted. The device was removed after 18 days. A regular IV was placed because the patient only needed one more day of therapy.